Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
I was reported that during the procedure, when the fiber was introduced into the patient, a loud bang occurred at the generator. It was found that the hub connected to the generator started to smoke. No patient complications reported.

Event description:
I was reported that during the procedure, when the fiber was introduced into the patient, a loud bang occurred at the generator. It was found that the hub connected to the generator started to smoke. No patient complications reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.